Event description:
It was reported that this patient has received an isolated inappropriate shock in the past due to oversensing of signal amplitudes with some artifacts. The system was reprogrammed at the time, however recently the electrode was revised to prevent any additional inappropriate shocks. No additional adverse events were reported.